Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion, upstream occlusion, air in line, flow rate and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had backflow as the IV was pulled from mainline up into secondary bag and then pulled from the secondary bag into the primary bag. This occurred during and unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: a cause of the reported issue could not be determined, however an IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. Should additional information become available, a supplemental report will be submitted.